Manufacturer narrative:
Software logs were returned for further review, confirming that the large exams caused the gpu to run out of memory. When it occurs, the software is designed to notify the user of the performance issue and appeared to be working as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an additional system checkout was performed and confirmed the system was performing as intended. No parts require replacement. The cause of the low performance was due to the site not following the imaging protocol. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The exams were used were not following the imaging protocol, which caused the system to scale the matrix, causing the low performance issue.

Manufacturer narrative:
Patient information was refused to be provided by the site. A medtronic representative went to the site to test the equipment. Testing revealed that there was a low performance when the system was managing more than 2 exams. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that there was a low performance issue when 3 or more studies (1 CT and several MRI) were loaded. All patients from the database were removed, no model was done. The system was rebooted several times but the same thing happened. After a while, the medtronic representative (mr) deleted all series and loaded just 2 MRI and the performance was fine. The mr tried to load the CT afterwards and the performance was bad again. The surgery was completed without imaging and navigation. There was no impact on patient outcome.